Manufacturer narrative:
Device evaluated by MFR.: visual examination revealed multiple kinks along the hypotube. The hypotube is separated 56.5cm from the hub. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found that the hypotube is separated and appeared to be kinked prior to separation. It is likely that the hypotube fractured during the procedure which caused the balloon to have difficulty inflating.

Event description:
Reportable based on device analysis completed on 19 dec 2018. It was reported that inflation slow were encountered. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the procedure, it was unable to inflate over 4 atmospheres. The device was completely removed from the patient's body and it was noted that the non bsc guidewire used was into two pieces. The procedure was completed with another wire and emerge balloon catheter. No patient harm or adverse event were reported. However, returned device analysis revealed shaft detached/separated.